Event description:
It was reported that a patient presented in-clinic for a right ventricular (rv) lead revision. Prior examination of the rv lead had revealed poor rv lead sensing and loss of capture. Rv lead dislodgement was confirmed through x-ray imaging. The rv lead was surgically repositioned on (B)(6) 2022. The patient was stable throughout.